Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2016. Additional information was requested and the following was obtained: on which firing did the issue occur? First. The analysis results showed that the cs40g device was received in good visual conditions and with a reload loaded in the device. The reload was a received loaded with only 6 staples present, with the washer uncut and with the knife recess below the reload deck. The staples were noted to be protruding; this condition is consistent with the device being partially activated. As a result of the partial firing the lockout was engaged when the device was reopened. Do not fire the instrument unless the closure trigger is properly latched against the handle. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. Please reference instructions for use for additional information. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported by the affiliate that during an unknown procedure, it is claimed by the (B)(6) that when the surgeon went to fire the device it wouldn't fire. He then replaced it with another device and that device worked fine and was used to complete the procedure. There were no adverse consequences for the patient.